Event description:
The patient reported, she is unable to establish communication between her scs ipg and patient programmer which displays a comm error 2501 message. The patient tried troubleshooting to no avail and is no longer receiving stimulation, subsequently, a replacement programmer wand was sent to the patient, follow-up identified the wand did not resolve the issue. Additionally, a sjm rep confirmed the issue and was unable to establish communication between the scs ipg and multiple external devices. It was also reported, the patient was experiencing intermittent communication between the charging system and scs ipg before communication was lost. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.